Event description:
The product complaint report shows the customer alleged the audio alarm failed to alarm when ac power loss occurred. The hosp biomed inspected the device and could not duplicate the event. There were no parts replaced. The ventilator passed extended self testing. The customer verified no death or serious injury. It is not verified that the unit failed to alarm, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.